Event description:
Olympia clinical study 98 days after a coronary artery drug eluting stenting procedure the patient expired. Lesion 1 was a 2.75mm, 100% stenosed, 15mm long portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with predilatation and successfuly placement of a taxus liberte' 3.00x32mm drug eluting stent in the target lesion. Lesion 2 was 2.95mm, 80% stenosed, 14mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus liberte' 3.00x20mm drug eluting stent in the target lesion. There were no reported complications. The patient was discharged 4 days later on plavix and aspirin. 98 days after the initial procedure the patient expired. In the opinion of the physician the cause of death was acute gastro-enteritis & acute renal failure and the relationship to the taxus stent is not related.